Event description:
Reference number (B)(4). Event occurred in san marino it was reported that the patient experienced hypoglycemia on (B)(6)2026 after administering a bolus 15 minutes prior to the meal and was treated with 5 sachets of sugar. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: san marino request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.